Manufacturer narrative:
Arjo was informed about the event involving the enterprise 5000x bed. It was indicated that the bed moved unintended during use with a patient. No injuries were reported. The device was evaluated by an arjo service engineer. The bed movement was caused by the handset being trapped under the bed. The patient handset was released and no device problem occurred after this. The bed was working as intended. The instructions for use for enterprise 5000x (746-577-en) include the following information related to the investigated scenario: - "store the handset on the side rail using the clip on the back; this will help to prevent accidental operation of the controls." To sum up, the device was used for a patient treatment when the event occurred. No malfunction was found regarding the enterprise 5000x bed, therefore the bed met its performance specifications. The complaint was decided to be reportable due to allegation of an unintended bed movement. No injury was reported.

Event description:
Arjo was informed about the event involving the enterprise 5000x bed. It was indicated that the bed moved unintended during use with a patient. No injuries were reported.

Manufacturer narrative:
The device was inspected by an arjo service engineer. According to the inspection results, the patient handset trapped under the bed frame pressing buttons. The patient handset was released. No device problem occurred after this. The bed was working as intended. Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.